Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately two months post filter deployment, CT revealed the ivc filter developed malposition with struts projecting through the wall of the ivc. The strut penetration appears to be affecting the adjacent abdominal aorta. Subsequently, patient was scheduled for filter retrieval. The attempts were unsuccessful as the filter was slightly tilted and legs were slightly more splayed than normal. Inferior venacavogram was showed extension of the filter struts beyond the confines of the ivc lumen. The procedure was terminated. Few days later, another retrieval attempt was also made. Loop snare technique was used twice to snare the filter and unsuccessful. Used grasping forceps and gooseneck snare to correct the tilted filter. However the filter was removed without immediate complication. Therefore, the investigation is confirmed for filter malposition, perforation of the ivc and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter mal-position and slight filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device was removed. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the struts perforated into organs. It was further reported that the pseudo aneurysm secondary to ivc filter; abdominal pain from vasculitis resulting in hospitalization. The device was removed after an attempted but unsuccessful retrieval procedure; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately two months post filter deployment, CT revealed the ivc filter developed malposition with struts projecting through the wall of the ivc. The strut penetration appears to be affecting the adjacent abdominal aorta. Subsequently, patient was scheduled for filter retrieval. The attempts were unsuccessful as the filter was slightly tilted and legs were slightly more splayed than normal. Inferior venacavogram was showed extension of the filter struts beyond the confines of the ivc lumen. The procedure was terminated. Few days later, another retrieval attempt was also made. Loop snare technique was used twice to snare the filter and unsuccessful. Used grasping forceps and gooseneck snare to correct the tilted filter. However the filter was removed without immediate complication. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to tilted filter. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device was removed. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the struts perforated into organs. It was further reported that the pseudo aneurysm secondary to ivc filter. The device was removed after an attempted but unsuccessful retrieval procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately two months post filter deployment, CT revealed the ivc filter was developed malposition with struts projecting through the wall of the ivc. The strut penetration appears to be affecting the adjacent abdominal aorta. Subsequently, patient was scheduled for filter retrieval. The attempts were unsuccessful as the filter was slightly tilted and legs were slightly more splayed than normal. Inferior venacavogram was showed extension of the filter struts beyond the confines of the ivc lumen. The procedure was terminated. Few days later, another retrieval attempt was also made. Loop snare technique was used twice to snare the filter and unsuccessful. Used grasping forceps and gooseneck snare to correct the tilted filter. However the filter was removed without immediate complication. Therefore, the investigation is confirmed for filter malposition, retrieval difficulties and filter tilt. However, the investigation is inconclusive for filter tilt. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device was removed. The current status of the patient is unknown.